Manufacturer narrative:
One ensite x display workstation (dws) z4 was received for evaluation. The reported event stated that ¿the surface and intracardiac electrograms displayed as a magenta-colored baseline, and the system froze." Review of the ensite system documentation shows that there is a data communication issue that can occur with the amplifier that will result in periods of waveform saturation and missing catheter data. When the ensite system cannot communicate with the amplifier, the catheters and waveforms will not be present. The reported event stated that "the system suddenly became choppy and abnormal when the study was entered and any operation was attempted to be performed." Review of the event identified known actions that can contribute to performance degradation. As a workaround, it was advised to avoid those actions, which can include use of navx mode, selection and placement of successive map tags, activation vectors and other mapping features, and storage of a large number of case studies on the dws. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During an atrial fibrillation procedure, there was a procedural delay. In voxel mode, on ensite x 3.1.1 software, it was noted that the system suddenly became choppy and abnormal when the study was entered and any operation was attempted to be performed. The surface and intracardiac electrograms displayed as a magenta-colored baseline, and the system froze. The connections were checked and confirmed to be correct. A forced logout of the system was performed using ctrl + alt + delete and the system was rebooted, but the issue persisted even after five to ten reboots. When shutting down the system, an error stating "hardware error" displayed just before the system powered off. The issue interfered with loading presets, adding catheters, and performing set metal and initiating mapping. When the advisor hd grid x and tactiflex catheters were automatically recognized, the system was able to maintain stable performance, and minimal navigation was possible in navx mode. The procedure was completed successfully by performing only pvi in navx mode under fluoroscopic and ice guidance. There were no adverse consequences to the patient.